Manufacturer narrative:
The hill-rom technician found the bed exit alarm system had to be reset. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reset the bed exit alarm system by setting the bed exit alarm and disabling the bed exit alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call did not work. The bed was located in the pacu 3rd floor hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).